Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The physician was doing fnb procedure successfully in 1at session. But during 2nd puncture, the needle tip bent a lot. After removing this needle, he changed another lot number of procore 20 and case finished successfully. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? The needle bent on distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 2cm.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-oct-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1981705 of echo-hd-3-20-c was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: - distal end of needle examined and no issue observed. - proximal kink below the sheath extender observed. - stylet examined and no issue observed. - needle removed from the device and proximal break below the sheath extender observed. Functional inspection: - sheath extender able to advance and retract with no issue. - needle able to advance and retract with no issue .- stylet removed from the device with no issue. - stylet unable to be re-inserted back into the device past the proximal kink below the sheath extender. Clarification was requested from the customer on the location of the kink as no defect or kink was located on the distal end of the needle. Reply received: "- this file was opened for a reported distal needle kink but there was no kink observed on the distal end of the needle in the lab, did they mean distal end or proximal end? ¿ the kink was on the proximal end. - was there an issue with the leur lock as the below information stated there wasn¿t and we didn¿t observe any issue with the leur lock in the lab? ¿ the nurse felt it was a little didficult to withdrew the needle out of the scope, that¿s why she commented the luer lock had a problem. - a proximal kink below the sheath extender/break was observed by the user on the device prior to device being returned? =>yes . Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1981705 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1981705. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender and subsequent needle break. Engineering input confirmed that the failures of proximal kink, proximal needle break and difficulty in withdrawing the needle were all related. As the kink/break occurred beneath the sheath extender it falls outside of the scope of CAPA (B)(4). And therefore notification and request for assessment is not required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle tip bent a lot. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender and subsequent needle break. Engineering input confirmed that the failures of proximal kink, proximal needle break and difficulty in withdrawing the needle were all related. As the kink/break occurred beneath the sheath extender it falls outside of the scope of CAPA (B)(4).and therefore notification and request for assessment is not required.